Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the spring in the handle was noted to be broken and the clip was difficult to release from the catheter. With troubleshooting the clip detached from the catheter but this resulted in the clip being dislodged from the mucosa and falling into the patient's stomach. The clip was not retrieved from the stomach. The procedure was completed with a non-bsc product. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The reported medwatch report number is (B)(4). Block h6: imrdf code a15 captures the reportable event of difficult to release from catheter block h11: investigation results the resolution 360 clip was not returned for analysis. The device was disposed; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.